Event description:
During testing and repair at the independent repair center, the irc5po2 concentrator was reported to not start. This was due to a defective power switch which led to the malfunction.